Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device had a crackling noise with smoke coming out of the controller, the it stopped working. It is unknown when did the event occurred, if a back up device was available to complete the procedure or if a delay was caused by the device malfunction, but no patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest the device did not meet product specifications upon release into distribution.